Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument is worn.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. The returned device exhibits rounded/stripped hex head, the end of the hex head has raised metal nodules. A complaint database search found other related complaints against this product code. The root cause has been attributed to product wear as a result of frequent use. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.